Manufacturer narrative:
(B)(4). It was not alleged that the patient experienced ambulation difficulty but needed to move around so to not become lethargic.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving morphine 15mg/ml at 7.8 mg/day, hydromorphone 15mg/ml at 7.8 mg/day, and droperidol 260mcg/ml at 2.99 mg/day via an implantable pump for non-malignant pain, degenerative disc disease and post laminectomy pain. The patient's medical history was requested from the customer was unable to be obtained as it was not available. On (B)(6) 2015, the patient experienced somnolence (very sleepy) and lethargy. The patient was taken to the emergency department (ed) and walked in on her own. The ed transferred the patient to another hospital for work up. It was not known what led to the event; the patient's husband had noticed she was very sleepy. On (B)(6) 2015, pump telemetry was performed, the logs were read and the pump was decreased to minimum rate. A MRI and blood tests were performed and the patient was transferred to the intensive care unit (ICU) for possible overdose. The patient was being evaluated for a stroke. A small aneurysm was detected on the MRI, but the nurse felt it was unrelated. The hospital requested the pump be stopped on (B)(6) 2015. Session data reports were provided from when the pump was turned down to minimum rate and when it was then stopped. Both displayed no error messages or abnormalities. It was noted the patient often reacts to medications in a severe way, "even over the counter cold medicine." The patient "cannot just lay flat and not move as she has a habit of getting very lethargic." The patient's status was reported as "alive - no injury" at the time of the report. On (B)(6) 2015, further information was reported from a company representative. It was reported the patient was in the ICU for what they first thought might be an overdose but now they thought the symptoms were not related to the pump. When the patient's pump was put into minimum rate mode, the patient's symptoms did not resolve so the pump as a result was put into stopped pump mode. At the time of the report, it was coming up on 48 hours that the pump had been stopped. They wanted to leave the pump in stopped pump mode but didn't want it to alarm. The representative wanted to know if they programmed it into minimum rate or another mode and then back to stopped mode if it would reset the 48 hour timer. Later the same day, the representative called back. After programming the pump to minimum rate the pump still showed it had been stopped for 48 hours. They printed off a session report which showed that after the pump was programmed from minimum rate back to stopped pump, the timer still showed it being stopped for 40 hours and 34 minutes. It was again noted the pump had been stopped due to the concerns the patient was overdosing. The representative planned to discuss with the hcp. It was unclear if the overdose was entirely ruled out as the pump was placed into stopped pump mode. Further information was requested regarding what actions/interventions were taken to resolve the patient's symptoms, if the patient's symptoms had resolved, if an overdose was completely ruled out and if the event was determined to be related to the patient's device/therapy. However, the information was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.